Manufacturer narrative:
E1: initial reporter phone no.:(B) (6). The device was received for evaluation. During functional testing, ''had system error 322' was reproduced. A review of the history log revealed symptom of system error 322 messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was identified to be lower link switch is damaged. The lower auxiliary requires replacement to correct the customer reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during testing in the biomed service department. There was no patient involvement. No additional information is available.